Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, 5 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor serum/plasma or fibrin were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure because the defect was not evident in the testing of the customer lot samples. Testing of both retain and control samples was acceptable. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes had discolored/abnormal additive form during use. The following information was provided by the initial reporter: the customer noticed there is ¿poor serum quality after centrifugation of the tubes with 5ml gel, centrifugation for 11 min at 2200 rcf (relative centrifugal force). The tubes are not expired."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes had discolored/abnormal additive form during use. The following information was provided by the initial reporter: the customer noticed there is ¿poor serum quality after centrifugation of the tubes with 5ml gel, centrifugation for 11 min at 2200 rcf (relative centrifugal force). The tubes are not expired."